Manufacturer narrative:
On 18-mar-2026, the product investigation was completed. Per internal review on that same day, it was identified that the product receipt of 11-mar-2026 was mistakenly omitted from the initial report. Section d9 has been updated accordingly on this report. It was reported that a patient underwent a ventricular tachycardia ablation procedure with a nuvision ultrasound catheter and the probe was overheating. A warning displayed, indicating it was getting too hot, it froze and then cut off. The catheter and cable were reseated without resolution. The swiftlink was reseated without resolution. The catheter would cool, and when turned back on the issue repeated. The catheter was replaced and the issue resolved. The procedure continued with no further issues. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and ultrasound test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed no damage or anomalies. The device was connected to the ultrasound console and the device was correctly recognized and visualized. Also, no high temperature errors were displayed on the screen. In addition, simultaneously a thermometer was connected to the device handle, and the temperature values pass the specifications. An overheating handle was not detected during the analysis. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The temperature and handle warm issue reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a nuvision ultrasound catheter and the probe was overheating. A warning displayed, indicating it was getting too hot, it froze and then cut off. The catheter and cable were reseated without resolution. The swiftlink was reseated without resolution. The catheter would cool, and when turned back on the issue repeated. The catheter was replaced and the issue resolved. The procedure continued with no further issues. No patient consequences were reported.